Event description:
It was reported that patient presented for an implant procedure. It was noted that the pacemaker did not pace after the physician connected the device. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters under field settings found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.